Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The manufacturer representative reported that the patient had a fall and lost therapy. The patient fell on his back in (B)(6) 2015 and since then, the implant has not worked. The patient met with the representative and it was found that the patient had not charged since the fall and the implant was in overdischarge. Three physician mode recharges were attempted, but the implant was still in overdischarge. The patient had an appointment on (B)(6) 2015 to discuss a plan with a neurosurgeon. The indication for use was non-malignant pain. If additional information is received a follow-up report will be sent.

Event description:
Additional information received from the manufacturer representative (rep) reported that the patient was schedule for a revision on friday, (B)(6). No further information was provided. If additional information is received, a follow up report will be sent.